Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of error code 200 and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the upper case was broken, the encoder assembly, main seal, battery drawer and four knobs were contaminated, the lower case and liquid crystal display were damaged and the battery wires were pinched, the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited an error code. Rebooting the epg was attempted multiple times. The caller was advised to return the epg to service; the epg remains in use at this time. There was no patient involvement. It was further reported that the product was returned to service and subsequently tested out of specification during manufacturer's analysis.